Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (variability in tip expansion) likely contributed to the event. Per evaluation of provided device imagery, the hdpe material was stretching at the tip torn location. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per report received from australia, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the sheath was inserted in a correct angle and the loader fully inserted. However, the valve was caught at the end of the sheath. Using some extra force, the valve popped up and exited the sheath and was eventually well deployed without issues. The system was then removed easily in one piece without difficulties. After removing the devices, the sheath distal tip was noted to be torn. The patient did not suffer any injury due to the event and was noted as to be discharged.

Manufacturer narrative:
Investigation is ongoing.